Event description:
It was reported that scheduled review of remote home monitoring data noted that this right ventricular (rv), right atrial (ra) lead and pacemaker exhibited noise and oversensing resulting in pacing inhibition. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.